Event description:
Unomedical reference number (B)(4). Event occurred in france. On 19-apr-2024, it was reported that the patient's infusion set was not adhering long enough. No further information available.